Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to information collected, the wireless footswitch had a 2-3 second delay between pressing the pedal and initiating x-ray. In addition, the battery indicator led was not well visible. The diagnostic coronary procedure was completed using the wired footswitch. A philips service engineer inspected the system and traced the cause to the battery. The wireless footswitch battery was replaced, and the wireless footswitch was returned to use in good working order. Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that, the wireless footswitch did not work. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.